Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer reported a button error alarm. The blood glucose reading is 320 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.